Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient's blood glucose levels reached 40 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include looking pale, cold, and clammy. When the paramedics arrived to the house they administered glucose gel packs but when in the hospital it rose their blood glucose levels too high (no exact bg provided) so a manual correction was given. The patient was released the same day. The pod was worn when seeking medical attention.